Event description:
It was reported that immediately after opening the package, the customer found a crack in the breathing bag. No patient involvement.

Manufacturer narrative:
One (1) sample and 1 photo were received for evaluation. The lot number of the reported device was not provided therefore no device history review (DHR) could be performed. Visual testing was performed and the reported issue was confirmed. The sample and photo presented a tear in the device however; the root cause of the confirmed issue could not be determined. Manufacturing controls and instructions for use (IFU) are in place to help prevent occurrence of the reported issue. Complaint trends will continue to be monitored. Brand name, product information and PMA/510(k) are unknown. No product information has been provided to date. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).